Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during central processing, the force bipolar instrument tip was sticking. There was no report of patient involvement or patient injury..

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was tested on an in-house system and showed three lives remaining. It passed recognition and engagement testing and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional, with no physical damage observed and no issues detected.